Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the internal paddles did not fire when the button on the paddles was pushed. There was no adverse patient impact.